Manufacturer narrative:
H6: investigation summary: a complaint of leakage at the connection site of the maxzero and the infusion set was received from the customer. 6 samples and a set from a different company were returned for investigation. Through visual inspection, no defects or damages were seen on the connectors. Samples were flushed and no leakage was observed. Each sample was connected to a primary set (2420-0007) and infused at a rate of 530 ml/hr to recreate the customers situation. No leakages or issues were observed during infusion. An infusion could not be performed with the set returned because it was not compatible with the pumps in the lab. The samples were then primed with the returned non-bd set and leakage was at the connection site of the maxzero and the sets luer. A device history record review for model mz1000-07 lot number 21055772 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the leakage seen was determined to be the returned non-bd infusion set. It is possible that a complete seal cannot be achieved between the two components and at the high infusion rate leakage occurs. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during the blood transfusion. The following information was provided by the initial reporter: "the patient called to notify the nurse that the IV that was infusing her blood transfusion was beeping. The IV pump indicated that there was a downstream occlusion. I attempted to flush the IV tubing and resistance was noted during the flush. The resistance started to clear up but the bd maxzero needless connector started to leak. I replaced the needless connector and flushed the PICC line and no additional leaks were noted. The blood transfusion was continued with no additional complications noted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked during the blood transfusion. The following information was provided by the initial reporter: "the patient called to notify the nurse that the IV that was infusing her blood transfusion was beeping. The IV pump indicated that there was a downstream occlusion. I attempted to flush the IV tubing and resistance was noted during the flush. The resistance started to clear up but the bd maxzero needless connector started to leak. I replaced the needless connector and flushed the PICC line and no additional leaks were noted. The blood transfusion was continued with no additional complications noted."